Event description:
It was reported that during a left hemi colectomy procedure, the jaws were sticking together . Later in the case after the max activation button was released, the device stayed active for a few seconds. The surgeon was able to complete the case with the same device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the outside of device, including shrouds, outer tube, clamp arm, and blade, were with dried reside concluded to be tissue, blood and other body fluids. Entire outside of device was without damage and appeared normal. Device was correctly assembled and fully closed at shrouds. Button moved freely, with normal tactile feel at actuation to min and max. Device closed and opened clamp arm normally without any hesitation or "sticking." Device tested and operated normally with min and max button activation when attached to a gen04 and gen11 generator. In operation with both generators, could not create continuous activation with button activation at min and max positions. In these trials was not able to get the button to "stick down" at min or max positions to create continuous activation. Device opened: entire device was correctly assembled. Switch assembly including flex circuit assembly portion, was correctly assembled and fully in place in right shroud with no visible damage. The domes appeared centrally located on the gold leaf of the dome pad, and the button aligned centrally to min and max domes when manually actuated in the open right shroud. Button moved freely on and off min and max dome positions. There was no significant wear or damage to min and max sides of circuit, including domes. Returned device operated normally and in analysis could not create continuous activation for the returned device. For the returned device, could not identify any plausible factors that could contribute to continuous activation. In conclusion, could not repeat or identify a basis for complaint of - device max remained on when device was set aside.